Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. According to vaserlipo system safety risk assessment, patient burn is a possible side effect of treatment depending on patient selection and customer technique. Customer declined to return equipment for evaluation. Based on the available information, no causal factors can be determined, and no conclusion can be drawn.

Manufacturer narrative:
Corrected d4 (serial number) and h4 (device manufacture date) as the doctor confirmed they initially provided the incorrect information.

Manufacturer narrative:
The doctor confirmed that the unit was tested prior to the procedure and it passed all tests. No system errors or anything out of the ordinary occurred during the procedure. The doctor declined to return the product for evaluation. System has no system/data logs that can be reviewed. A review of the device history records is in progress.

Event description:
It was reported by a patient's lawyer that the consumer underwent correction of bilateral gynecomastia with suction-assisted lipectomy, vaser-assisted ultrasound, and direct excision of breast tissue on (B)(6) 2018. The procedure resulted in subcutaneous thermal burns which "maimed and disfigured" the patient. Follow-up information obtained from the treating doctor confirmed the patient was treated on their anterior and lateral chest (bilateral). The time of the procedure with the complaint device was 6 minutes on each side. The physician was able to complete the procedure and the highest amplitude level used was 90%. The patient returned to the office 2-3 weeks later with bilateral seromas on both sides of the anterior chest and nipple-areola complex. This was treated with serial aspiration. A few weeks later the patient developed scar contractures after normal fat induction and skin contour irregularities failed to resolve and actually worsened. This was treated with multiple sessions of lymphatic drainage and scar massage. The doctor was unable to comment if the patient has any permanent scarring or damage as they have not evaluated the patient in the past 5-6 months. As far as the doctor knows, the patient has resumed their daily routine and physical activity.